Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced hypoglycemia after a dinner meal announcement, with the agent noting that the pump had not yet adapted to the user¿s insulin needs and that a larger-than-needed bolus likely contributed to the event. Symptoms included low blood glucose with a lowest cgm value of 52 mg/dl and a confirmatory glucometer reading of 43 mg/dl, lasting about 40 minutes. Outcomes included recovery after ingestion of oral carbohydrates, specifically 8¿10 ounces of an energy drink, with glucose trending upward. Investigation included triage of the low glucose event, review of cgm data trends, confirmation of recovery, and user education on continued meal announcements spaced four hours apart. Investigation of this case revealed no device malfunction and suggested that the early learning period of the adaptive algorithm, combined with a standard meal announcement, contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user-new-to-therapy and algorithm adaptation as contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.